Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. This MDR represents the bard mesh - composix lp w/ echo (device 2). An additional supplemental emdr was submitted to represent the bard mesh - composix e/x (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix e/x mesh (device 1). Per op notes, "a composix e/x mesh (device 1) was placed and sutured." On (B)(6) 2008 - patient was diagnosed with bowel obstruction, adhesions thereby underwent explant of composix e/x mesh (device 1). Per op notes, "adhesions were lysed and the mesh (device 1) was dissected and removed." (Note: an unknown synthetic mesh was visualized during this procedure.) On (B)(6) 2010 - patient was diagnosed with recurrent bowel obstruction, adhesions thereby underwent laparoscopic lysis of adhesions and placement of sepraflim. Per op notes, "multiple bowel adhesions to the synthetic mesh were taken down and a sepraflim was placed." On (B)(6) 2010 - patient was diagnosed with ventral hernia, bowel obstruction thereby underwent open repair with implant of biological mesh. Per op notes, "adhesions to the synthetic mesh were taken down and a biological mesh was placed and sutured." On (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia, bowel obstruction thereby underwent laparoscopic repair with implant of composix l/p mesh using echo ps (device 2). Per op notes, "adhesions were lysed and a composix l/p mesh using echo ps (device 2) was placed and sutured." On (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralight st mesh (device 3). Per op notes, "a ventralight st mesh (device 3) was placed, the top edge of the mesh sutured to the lower edge of the previous mesh (device 2)." On (B)(6) 2018 - patient was diagnosed with bowel obstruction, adhesions thereby underwent lysis of adhesions and placement of sepraflim. Per op notes, "bowel and dense mesh was divided. Extensive lysis of adhesions was performed in all four quadrants until all bowel was free."